Event description:
The customer reported that the spectrum pump displays system error 322 alarms. There was no pt injury reported. The device was in the ICU care area. No further info was provided.

Manufacturer narrative:
(B)(4). The device has been received by baxter for eval. The investigation ahs not been completed at this time. A supplemental report will be provided when the investigation is completed.